Event description:
Post stent deployment, it was observed that the stabilizer would not move with the stent delivery system while being removed from the patient¿s body. The physician observed that the distal section of the stabilizer from the stent delivery system had broken off. Therefore, a balloon catheter was inflated in the guide catheter while simultaneously pulling the broken stabilizer catheter achieving successful removal without clinical consequences to the patient.

Event description:
Post stent deployment, it was observed that the stabilizer would not move with the stent delivery system while being removed from the patient¿s body. The physician observed that the distal section of the stabilizer from the stent delivery system had broken off, causing occlusion of the m2 segment (superior division). Therefore, a balloon catheter was inflated in the guide catheter while simultaneously pulling the broken stabilizer catheter achieving successful removal without clinical consequences to the patient. Flow into the left anterior circulation was markedly improved at the conclusion of the procedure.

Manufacturer narrative:
Subject device is not available.